Event description:
Fever [pyrexia]. Knee pain [arthralgia]. Knee effusion (right knee) [joint effusion]. Knee swelling [joint swelling]. Hypersensitivity reaction [hypersensitivity]. Case description: spontaneous report received on 20-nov-2008, from a consumer regarding a female patient, initials (B)(6) (age and relevant medical history not provided). On an unknown date the patient received synvisc at an unknown dose and frequency. On an unknown date the patient experienced fever, knee swelling and knee pain. The patient said that her rheumatologist suspected synvisc allergy. Follow up received on (B)(6) 2009, from a physician regarding a (B)(6) female patient, initials (B)(6). The patient's relevant medical history included bilateral gonarthritis and allergic reaction following anesthesia. The patient received three synvisc injections into her both knees given an interval of 1 week apart on 24-sep-2008, 01-oct-2008 and 08-oct-2008. On (B)(6) 2008, the patient developed bilateral inflammatory syndrome with effusion on right knee, fever (38 degrees) and pain in both knees. The right knee was treated with altim (cortivazol). After the treatment with altim the patient experienced hypersensitivity reaction with face erythema and unspecified general symptoms. On (B)(6) 2008, the patient's knees were clear improved and the only remaining symptom was pain on the left knee. The patient was prescribed physiotherapy. As of the date of receipt of this report, the patient's outcome was not yet recovered. All the adverse events, except hypersensitivity were serious and severe in intensity. The relationship between the adverse events and synvisc therapy was assessed as probable per the reporter (physician).

Manufacturer narrative:
Evaluation summary. The product lot number was not provided therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.